Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, red particles, red biological tissue, extended sharp openings with localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), stress marks, wear abrasion and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: sharp openings with localized stresses induced assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.